Manufacturer narrative:
During testing the device touchscreen was found to not respond. This was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device touchscreen does not respond when pressed.